Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure/ right essure coil was mispositioned and had migrated into the epicolic fat near the descending sigmoid colon"), perforation ("perforation"), polycystic ovaries ("pcos") and adhesion ("adhesion") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff age is (B)(6). Concomitant products included drospirenone w/ethinylestradiol (yaz) for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 4 months 18 days after insertion of essure, the patient experienced abdominal pain lower ("abdominal pain lower/abdominal cramping"). On (B)(6) 2012, the patient experienced polycystic ovaries (seriousness criterion medically significant) and hyperandrogenism ("hyperandrogenemia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse"), fatigue ("fatigue/feeling tired"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/ painful menstrual periods/bad cramps with "mensturation"") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with surgery (laparoscopic removal of essure coils bilaterally), surgery (removal or destruction of abnormal tissues) and surgery (lysis of adhesion). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, polycystic ovaries, adhesion, pelvic pain, dyspareunia, fatigue, abdominal pain, abdominal pain lower, dysmenorrhoea and hyperandrogenism had resolved and the perforation and menstruation irregular outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adhesion, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hyperandrogenism, menstruation irregular, pelvic pain, perforation and polycystic ovaries to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: occlusion was viewed in both fallopian tubes. Ultrasound scan - on an unknown date: normal and no evidence for polycystic ovaries. On an unspecified date an ultrasound scan was performed and revealed that the right essure coil was mispositioned and the left essure coil was in the high left uterine cornua. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration of essure/ right essure coil was mispositioned and had migrated into the epicolic fat near the descending sigmoid colon'), polycystic ovaries ('pcos'), adhesion ('adhesion'), pregnancy with contraceptive device ('pregnancy with essure during a two week time period') and biochemical pregnancy ('chemical pregnancy during a two week time period') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: before essure, plaintiff¿s menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2011, the patient experienced abdominal pain lower ("abdominal pain lower/abdominal cramping") and dysmenorrhoea ("dysmenorrhea/ painful menstrual periods/bad cramps with mensturation"). On (B)(6) 2012, the patient experienced polycystic ovaries (seriousness criterion medically significant) and hyperandrogenism ("hyperandrogenemia"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and biochemical pregnancy (seriousness criterion medically significant), lasting 2 weeks. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant), dyspareunia ("painful intercourse"), fatigue ("fatigue/feeling tired"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstrual cycles / periods were a mess right off the bat") and genital haemorrhage ("abnormal bleeding"). The patient was treated with drospirenone;ethinylestradiol betadex clathrate (yaz) and surgery (adhesiolysis on (B)(6) 2012 or removal or destruction of abnormal tissues, laparoscopic removal of essure coils bilaterally on (B)(6) 2012, laparoscopic removal of essure coils bilaterally and removal or destruction of abnormal tissues). Essure was removed on (B)(6) 2012. In 2012, the pregnancy with contraceptive device and biochemical pregnancy had resolved. At the time of the report, the perforation, menstruation irregular and genital haemorrhage outcome was unknown and the device dislocation, polycystic ovaries, adhesion, pelvic pain, dyspareunia, fatigue, abdominal pain, abdominal pain lower, dysmenorrhoea and hyperandrogenism had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, adhesion, biochemical pregnancy, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hyperandrogenism, menstruation irregular, pelvic pain, perforation, polycystic ovaries and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2012: unremarkable. Hysterosalpingogram - on (B)(6) 2011: occlusion was viewed in both fallopian tubes. Laparoscopy - on (B)(6) 2012: left device was positioned normally, the right essure coil had migrated into the epicolic fat near the descending sigmoid colon. No bowel injury was noted. Ultrasound scan - on (B)(6) 2012: unremarkable, no evidence for polycystic ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. Reporter's information added. Event:abnormal bleeding added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration of essure/ right essure coil was mispositioned and had migrated into the epicolic fat near the descending sigmoid colon"), polycystic ovaries ("pcos") and adhesion ("adhesion") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff age is 40 years old. Concomitant products included drospirenone w/ethinylestradiol (yaz) for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 4 months 18 days after insertion of essure, the patient experienced abdominal pain lower ("abdominal pain lower/abdominal cramping"). On (B)(6) 2012, the patient experienced polycystic ovaries (seriousness criterion medically significant) and hyperandrogenism ("hyperandrogenemia"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse"), fatigue ("fatigue/feeling tired"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/ painful menstrual periods/bad cramps with menstruation") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with surgery (laparoscopic removal of essure coils bilaterally), surgery (laparoscopic removal of essure coils bilaterally), surgery (removal or destruction of abnormal tissues) and surgery (lysis of adhesion). Essure was removed on (B)(6) 2012. At the time of the report, the perforation and menstruation irregular outcome was unknown and the device dislocation, polycystic ovaries, adhesion, pelvic pain, dyspareunia, fatigue, abdominal pain, abdominal pain lower, dysmenorrhoea and hyperandrogenism had resolved. The reporter considered abdominal pain, abdominal pain lower, adhesion, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hyperandrogenism, menstruation irregular, pelvic pain, perforation and polycystic ovaries to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: occlusion was viewed in both fallopian tubes. Ultrasound scan - on an unknown date: normal and no evidence for polycystic ovaries. On an unspecified date an ultrasound scan was performed and revealed that the right essure coil was mispositioned and the left essure coil was in the high left uterine cornua. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration of essure/right essure coil was mispositioned and had migrated into the epicolic fat near the descending sigmoid colon'), device breakage ('2 additional fragments of silver-colored coil'), polycystic ovaries ('pcos'), adhesion ('adhesion'), pregnancy with contraceptive device ('pregnancy with essure during a two week time period') and biochemical pregnancy ('chemical pregnancy during a two week time period') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included breast reduction in 2007, multigravida, parity 2, pruritic urticarial papules and plaques of pregnancy, hypothyroidism, pelvic adhesions and migraine. Before essure, plaintiff¿s menstrual periods were not nearly as painful, and she had no problem with going about her daily life. Previously administered products included for an unreported indication: depo provera, synthroid, hydrocortisone valerate, fexofenadine and topomax. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2011, the patient experienced abdominal pain lower ("abdominal pain lower/abdominal cramping") and dysmenorrhoea ("dysmenorrhea/ painful menstrual periods/bad cramps with mensturation"). On (B)(6) 2012, the patient experienced polycystic ovaries (seriousness criterion medically significant) and hyperandrogenism ("hyperandrogenemia"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and biochemical pregnancy (seriousness criterion medically significant), lasting 2 weeks. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant), dyspareunia ("painful intercourse"), fatigue ("fatigue/feeling tired"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstrual cycles/periods were a mess right off the bat") and genital haemorrhage ("abnormal bleeding"). The patient was treated with drospirenone;ethinylestradiol betadex clathrate (yaz) and surgery (adhesiolysis on (B)(6) 2012 or removal or destruction of abnormal tissues, laparoscopic removal of essure coils bilaterally on (B)(6) 2012, laparoscopic removal of essure coils bilaterally and removal or destruction of abnormal tissues). Essure was removed on (B)(6) 2012. In 2012, the pregnancy with contraceptive device and biochemical pregnancy had resolved. At the time of the report, the perforation, device breakage, menstruation irregular and genital haemorrhage outcome was unknown and the device dislocation, polycystic ovaries, adhesion, pelvic pain, dyspareunia, fatigue, abdominal pain, abdominal pain lower, dysmenorrhoea and hyperandrogenism had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, adhesion, biochemical pregnancy, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hyperandrogenism, menstruation irregular, pelvic pain, perforation, polycystic ovaries and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test: on (B)(6) 2012: unremarkable. Hysterosalpingogram: on (B)(6) 2011: occlusion was viewed in both fallopian tubes. Laparoscopy: on (B)(6) 2012: left device was positioned normally, the right essure coil had migrated into the epicolic fat near the descending sigmoid colon. No bowel injury was noted. Ultrasound scan: on (B)(6) 2012: unremarkable, no evidence for polycystic ovaries. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration of essure/ right essure coil was mispositioned and had migrated into the epicolic fat near the descending sigmoid colon'), device breakage ('2 additional fragments of silver-colored coil'), polycystic ovaries ('pcos'), adhesion ('adhesion'), pregnancy with contraceptive device ('pregnancy with essure during a two week time period') and biochemical pregnancy ('chemical pregnancy during a two week time period') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included breast reduction in 2007, multigravida, parity 2, pruritic urticarial papules and plaques of pregnancy, hypothyroidism, pelvic adhesions and migraine. Before essure, plaintiff¿s menstrual periods were not nearly as painful, and she had no problem with going about her daily life. Previously administered products included for an unreported indication: depo provera, synthroid, hydrocortisone valerate, fexofenadine and topomax. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2011, the patient experienced abdominal pain lower ("abdominal pain lower/abdominal cramping") and dysmenorrhoea ("dysmenorrhea/ painful menstrual periods/bad cramps with mensturation"). On (B)(6) 2012, the patient experienced polycystic ovaries (seriousness criterion medically significant) and hyperandrogenism ("hyperandrogenemia"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and biochemical pregnancy (seriousness criterion medically significant), lasting 2 weeks. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant), dyspareunia ("painful intercourse"), fatigue ("fatigue/feeling tired"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstrual cycles / periods were a mess right off the bat") and genital haemorrhage ("abnormal bleeding"). The patient was treated with drospirenone;ethinylestradiol betadex clathrate (yaz) and surgery (adhesiolysis on (B)(6) 2012 or removal or destruction of abnormal tissues, laparoscopic removal of essure coils bilaterally on (B)(6) 2012, laparoscopic removal of essure coils bilaterally and removal or destruction of abnormal tissues). Essure was removed on (B)(6) 2012. In 2012, the pregnancy with contraceptive device and biochemical pregnancy had resolved. At the time of the report, the perforation, device breakage, menstruation irregular and genital haemorrhage outcome was unknown and the device dislocation, polycystic ovaries, adhesion, pelvic pain, dyspareunia, fatigue, abdominal pain, abdominal pain lower, dysmenorrhoea and hyperandrogenism had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, adhesion, biochemical pregnancy, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hyperandrogenism, menstruation irregular, pelvic pain, perforation, polycystic ovaries and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2012: unremarkable. Hysterosalpingogram - on (B)(6) 2011: occlusion was viewed in both fallopian tubes. Laparoscopy - on (B)(6) 2012: left device was positioned normally, the right essure coil had migrated into the epicolic fat near the descending sigmoid colon. No bowel injury was noted. Ultrasound scan - on (B)(6) 2012: unremarkable, no evidence for polycystic ovaries. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: event 2 device breakage added and made medically significant and intervention required due to surgery. Reporter, medical history and historical drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device breakage ('coil broke in to tiny pieces'), device dislocation ('migration of essure/ right essure coil was mispositioned and had migrated into the epicolic fat near the descending sigmoid colon'), polycystic ovaries ('pcos') and adhesion ('adhesion') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff age is 40 years old. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain lower ("abdominal pain lower/abdominal cramping"), 4 months 18 days after insertion of essure. On (B)(6) 2012, the patient experienced polycystic ovaries (seriousness criterion medically significant) and hyperandrogenism ("hyperandrogenemia"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse"), fatigue ("fatigue/feeling tired"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/ painful menstrual periods/bad cramps with mensturation"), menstruation irregular ("irregular menstrual cycles / periods were a mess right off the bat"), metal poisoning ("metal toxicity"), vision blurred ("blurry vision"), anxiety ("anxiety"), furuncle ("boils"), alopecia ("hair loss"), pyrexia ("chronic fever"), arthralgia ("joint pain"), bone pain ("bone pain"), migraine ("migraines"), muscle spasms ("muscle cramps"), muscle twitching ("muscle twitching "), urticaria ("hives"), diarrhoea ("chronic diarrhea"), breast pain ("breast were sore") and night sweats ("night sweat") and was found to have weight decreased ("went from 137lb to 112lb"), hormone level abnormal ("hormone change") and adrenal adenoma ("adrenal adenomas"). The patient was treated with surgery (hysterectomy leaving ovaries, lysis of adhesion, laparoscopic removal of essure coils bilaterally, laparoscopic removal of essure coils bilaterally, hysterectomy and removal or destruction of abnormal tissues). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, device breakage, menstruation irregular, metal poisoning, weight decreased, vision blurred, anxiety, alopecia, pyrexia, arthralgia, bone pain, migraine, muscle spasms, muscle twitching, urticaria, diarrhoea, breast pain, night sweats, hormone level abnormal and adrenal adenoma outcome was unknown and the device dislocation, polycystic ovaries, adhesion, pelvic pain, dyspareunia, fatigue, abdominal pain, abdominal pain lower, dysmenorrhoea and hyperandrogenism had resolved. The reporter considered abdominal pain, abdominal pain lower, adhesion, adrenal adenoma, alopecia, anxiety, arthralgia, bone pain, breast pain, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, furuncle, hormone level abnormal, hyperandrogenism, menstruation irregular, metal poisoning, migraine, muscle spasms, muscle twitching, night sweats, pelvic pain, perforation, polycystic ovaries, pyrexia, urticaria, vision blurred and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: occlusion was viewed in both fallopian tubes. Ultrasound scan - on an unknown date: results: normal and no evidence for polycystic ovaries. Diagnostic results: on an unspecified date an ultrasound scan was performed and revealed that the right essure coil was mispositioned and the left essure coil was in the high left uterine cornua. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new reporter, events: metal toxicity, coil broke, went from 137lb to 112lb, blurry vision, anxiety boils , hair loss, chronic fever, joint pain and bone pain, migraines, muscle cramps, muscle twitching, hives, chronic diarrhea, sore breasts, night sweat, hormone change, adrenal adenomas, were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration of essure/ right essure coil was mispositioned and had migrated into the epicolic fat near the descending sigmoid colon'), polycystic ovaries ('pcos'), adhesion ('adhesion'), pregnancy with contraceptive device ('pregnancy with essure during a two week time period') and biochemical pregnancy ('chemical pregnancy during a two week time period') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: before essure, plaintiff¿s menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2011, the patient experienced abdominal pain lower ("abdominal pain lower/abdominal cramping") and dysmenorrhoea ("dysmenorrhea/ painful menstrual periods/bad cramps with mensturation"). On (B)(6) 2012, the patient experienced polycystic ovaries (seriousness criterion medically significant) and hyperandrogenism ("hyperandrogenemia"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and biochemical pregnancy (seriousness criterion medically significant), lasting 2 weeks. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant), dyspareunia ("painful intercourse"), fatigue ("fatigue/feeling tired"), abdominal pain ("abdominal pain") and menstruation irregular ("irregular menstrual cycles / periods were a mess right off the bat"). The patient was treated with drospirenone;ethinylestradiol betadex clathrate (yaz) and surgery (adhesiolysis on (B)(6) 2012 or removal or destruction of abnormal tissues, laparoscopic removal of essure coils bilaterally on (B)(6) 2012, laparoscopic removal of essure coils bilaterally and removal or destruction of abnormal tissues). Essure was removed on (B)(6) 2012. In 2012, the pregnancy with contraceptive device and biochemical pregnancy had resolved. At the time of the report, the perforation and menstruation irregular outcome was unknown and the device dislocation, polycystic ovaries, adhesion, pelvic pain, dyspareunia, fatigue, abdominal pain, abdominal pain lower, dysmenorrhoea and hyperandrogenism had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, adhesion, biochemical pregnancy, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hyperandrogenism, menstruation irregular, pelvic pain, perforation, polycystic ovaries and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2012: unremarkable. Hysterosalpingogram - on (B)(6) 2011: occlusion was viewed in both fallopian tubes. Laparoscopy - on (B)(6) 2012: left device was positioned normally, the right essure coil had migrated into the epicolic fat near the descending sigmoid colon. No bowel injury was noted. Ultrasound scan - on (B)(6) 2012: unremarkable, no evidence for polycystic ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration of essure/ right essure coil was mispositioned and had migrated into the epicolic fat near the descending sigmoid colon'), polycystic ovaries ('pcos'), adhesion ('adhesion'), pregnancy with contraceptive device ('pregnancy with essure during a two week time period') and biochemical pregnancy ('chemical pregnancy during a two week time period') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: before essure, plaintiff¿s menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2011, the patient experienced abdominal pain lower ("abdominal pain lower/abdominal cramping") and dysmenorrhoea ("dysmenorrhea/ painful menstrual periods/bad cramps with mensturation"). On (B)(6) 2012, the patient experienced polycystic ovaries (seriousness criterion medically significant) and hyperandrogenism ("hyperandrogenemia"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and biochemical pregnancy (seriousness criterion medically significant), lasting 2 weeks. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant), dyspareunia ("painful intercourse"), fatigue ("fatigue/feeling tired"), abdominal pain ("abdominal pain") and menstruation irregular ("irregular menstrual cycles / periods were a mess right off the bat"). The patient was treated with drospirenone;ethinylestradiol betadex clathrate (yaz) and surgery (adhesiolysis on (B)(6) 2012 or removal or destruction of abnormal tissues, laparoscopic removal of essure coils bilaterally on (B)(6) 2012, laparoscopic removal of essure coils bilaterally and removal or destruction of abnormal tissues). Essure was removed on (B)(6) 2012. In 2012, the pregnancy with contraceptive device and biochemical pregnancy had resolved. At the time of the report, the perforation and menstruation irregular outcome was unknown and the device dislocation, polycystic ovaries, adhesion, pelvic pain, dyspareunia, fatigue, abdominal pain, abdominal pain lower, dysmenorrhoea and hyperandrogenism had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, adhesion, biochemical pregnancy, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hyperandrogenism, menstruation irregular, pelvic pain, perforation, polycystic ovaries and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2012: unremarkable. Hysterosalpingogram - on (B)(6) 2011: occlusion was viewed in both fallopian tubes. Laparoscopy - on (B)(6) 2012: left device was positioned normally, the right essure coil had migrated into the epicolic fat near the descending sigmoid colon. No bowel injury was noted. Ultrasound scan - on (B)(6) 2012: unremarkable, no evidence for polycystic ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: due to internal review this record was detected to be a duplicate to record # us-bayer-2013-158262 which will be deleted from bayer safety database after all information was transferred to this duplicate record # us-bayer-2018-204570 which will be retained. New: indication for essure was added. Events "pregnancy with contraceptive device, biochemical pregnancy, device ineffective" were added. Events were deleted: "metal toxicity, coil broke (device breakage), went from 137lb to 112lb, blurry vision, anxiety, boils, hair loss, chronic fever, joint pain and bone pain, migraines, muscle cramps, muscle twitching, hives, chronic diarrhea, sore breasts, night sweat, hormone change, adrenal adenomas" (these events were already found an other patient's report with same name but other demographics, other essure treatment dates- see us-bayer-2017-233529). Yaz was used as treatment for dysmenorrhea. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device breakage ('coil broke in to tiny pieces'), device dislocation ('migration of essure/ right essure coil was mispositioned and had migrated into the epicolic fat near the descending sigmoid colon'), polycystic ovaries ('pcos') and adhesion ('adhesion') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff age is 40 years old. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain lower ("abdominal pain lower/abdominal cramping"), 4 months 18 days after insertion of essure. On (B)(6) 2012, the patient experienced polycystic ovaries (seriousness criterion medically significant) and hyperandrogenism ("hyperandrogenemia"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse"), fatigue ("fatigue/feeling tired"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/ painful menstrual periods/bad cramps with mensturation"), menstruation irregular ("irregular menstrual cycles / periods were a mess right off the bat"), metal poisoning ("metal toxicity"), vision blurred ("blurry vision"), anxiety ("anxiety"), furuncle ("boils"), alopecia ("hair loss"), pyrexia ("chronic fever"), arthralgia ("joint pain"), bone pain ("bone pain"), migraine ("migraines"), muscle spasms ("muscle cramps"), muscle twitching ("muscle twitching "), urticaria ("hives"), diarrhoea ("chronic diarrhea"), breast pain ("breast were sore") and night sweats ("night sweat") and was found to have weight decreased ("went from 137lb to 112lb"), hormone level abnormal ("hormone change") and adrenal adenoma ("adrenal adenomas"). The patient was treated with surgery (hysterectomy leaving ovaries, lysis of adhesion, laparoscopic removal of essure coils bilaterally, laparoscopic removal of essure coils bilaterally, hysterectomy and removal or destruction of abnormal tissues). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, device breakage, menstruation irregular, metal poisoning, weight decreased, vision blurred, anxiety, alopecia, pyrexia, arthralgia, bone pain, migraine, muscle spasms, muscle twitching, urticaria, diarrhoea, breast pain, night sweats, hormone level abnormal and adrenal adenoma outcome was unknown and the device dislocation, polycystic ovaries, adhesion, pelvic pain, dyspareunia, fatigue, abdominal pain, abdominal pain lower, dysmenorrhoea and hyperandrogenism had resolved. The reporter considered abdominal pain, abdominal pain lower, adhesion, adrenal adenoma, alopecia, anxiety, arthralgia, bone pain, breast pain, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, furuncle, hormone level abnormal, hyperandrogenism, menstruation irregular, metal poisoning, migraine, muscle spasms, muscle twitching, night sweats, pelvic pain, perforation, polycystic ovaries, pyrexia, urticaria, vision blurred and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: occlusion was viewed in both fallopian tubes. Ultrasound scan - on an unknown date: results: normal and no evidence for polycystic ovaries. Diagnostic results: on an unspecified date an ultrasound scan was performed and revealed that the right essure coil was mispositioned and the left essure coil was in the high left uterine cornua. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.